Event description:
(B)(4). I was until dr felt gave me no other options for birth control, said it was a simple in office, outpatient procedure that was painless and no side affect except for mild cramping after inserts. That was far from the truth. I have been in horrible pain ever since, I have been forced to undergo a hysterectomy and am still in constant pain. I feel like my life has changed in so many ways from this device and I'm afraid that I'm never going to not be in pain.. I'm pretty scared. I want the pain gone, I want a intimate relationship with my husband of now (B)(6). And I really want no other women or families to allow themselves to fall victim to this device or the hands of their doctor. So much more to say but since. ... Essure made me sick and on top of being a mother I am also the mom to a special needs baby with down syndrome. So please bare with me and if you would like more information then I'd be happy to send you more details via email at a later time.